Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having high blood glucose levels. Customer has also been receiving no delivery alarms. Customer's blood glucose level at the time was 338 mg/dl. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Pump was working as designed. Customer was able to successfully prime. Customer stated that there was air in the tubing while priming. Customer was able to get them all out but the tubing was never fully primed due to the no delivery alarm. After priming successfully, there were no bubbles. No further assistance needed.